Event description:
A facility reported an odor emitting from their sterrad 100nx. A healthcare worker (hcw) reported symptoms of itchy eyes/throat when working with or near the sterrad 100nx. It is unknown if the hcw sought medical attention or received any medical treatment. An asp field service engineer was dispatched to assess the unit onsite. There is no further information. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012. Related complaints: (B)(4). This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00132 and 2084725-2012-00133.

Manufacturer narrative:
Manufacturer date: 09/30/2010. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (06/08/2012 through 12/05/2012) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from 03/2012 through 02/2013 and revealed a significant trend which was addressed through CAPA. The trend of the product malfunction code human reaction was reviewed from 03/2012 through 02/2013 and revealed a risk that is considered to be as low as reasonably practicable. The fmea (failure mode and effects analysis) revealed the risk priority number scores are below 100 and are considered acceptable. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. The asp field service engineer went to the customer facility and cleaned the chamber, inside the unit and the filters to resolve the issue. No parts were replaced nor returned for further evaluation. The issue has been resolved at the customer facility and will be tracked and trended.

Manufacturer narrative:
Ni